Manufacturer narrative:
(H3,h6) : manufacturing representative went to the site to test the system. They found that one of the dinguses was not opening all the way and holding rotor still. They adjusted the dingus and was able to open and close the door and did a 3d spin with no issues having the rotor spin. They informed that the unit was ready for use. Codes b01, c07, d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside procedure. It was reported that they were unable to open the gantry. System booted properly, rep closed gantry, was unable to take an anterior and posterior (ap) shot, and then was unable to open the gantry after. No error messages on image acquisition system (ias). No other information available at time of call. There was no patient involved.

Manufacturer narrative:
Casepart added : g-code updated to g04118. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.